Manufacturer narrative:
Device evaluated by manufacturer? No - lens remains implanted. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The patient reported the surgeon implanted a 13.2mm micl13.2 implantable collamer lens in her left eye (os) on (B)(6) 2012. The patient reported is wearing glasses at night. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information received. The patient reported she had headaches at night and went to an optometrist. The patient was prescribed "low prescription" glasses and no longer has headaches or vision problems. The patient confirmed no ocular conditions/complications. The patient is fine and better with glasses. (B)(4).